Event description:
It was reported that the catheter was difficult to remove after the balloon burst at 10atm during an angioplasty procedure on a stent. The catheter was cut at the y-connector & a 7fr sheath was placed over the catheter to remove & replace with another of the same make & type to complete the procedure without further complications being reported.